Event description:
It was reported that a patient will be revised to address one fractured es2 straight rod and two fractured xia titanium rods. The patient has reported numbness and weakness in their lower extremities. This report captures the second of two xia titanium rods.

Manufacturer narrative:
H3 other text : no product returned.